Manufacturer narrative:
This is a follow-up to a previously submitted medwatch report. Although it was orignally reported that the safari2 guidewire would be returned for evaluation it has not been received after multiple requests to have it returned. Angiographic media of the procedure was provided; however, the root cause for the wire fracture could not be determined from the media. The end user did provide lot traceability for the safari2 guidewire used in this case. A review of the device history records of the specimen device did not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As indicated in the warnings portions of the device instructions for use (dfu): "exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Resulting guidewire fractures may require additional percutaneous intervention or surgery." At this time, it is not possible to assign a definitive root cause for the event as reported. If additional information is received or the product is returned for analysis a follow-up medwatch report will be filed.

Manufacturer narrative:
The safari2 guidewire is expected to be returned for evaluation but had not been received at the time this medwatch report was submitted. The end user did provide lot traceability for the safari2 guidewire used in this case. A review of the device history records of the specimen device did not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As indicated in the warnings portions of the device instructions for use (dfu): "exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Resulting guidewire fractures may require additional percutaneous intervention or surgery." At this time, it is not possible to assign a definitive root cause for the event as reported. If additional information is received or the product is returned for analysis a follow-up medwatch report will be filed.

Event description:
As reported by the distributor: event description: it was reported that: the patient underwent a tavi procedure with mdt evolut and sentinel cps. After implantation of bioprosthesis physicians wanted to exchange safari2 wire over the pigtail catheter. There was some resistance in removing the wire. They pulled stronger and discovered that the tip and coil remained in the left ventricle. They could manage to remove the remaining part with a snare. No patient harm. Did any patient harm occur? No. Was bav performed? Yes. Action taken to resolve: device removed. Patient status post procedure/event: stable. Physician opinion of relationship of event to device or the index procedure: the tip of the safari 2 wire was caught into trabecula.